Event description:
Reportedly, several remote reports were empty and the information on the associated files could only be read when loaded on a programmer.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Preliminary analysis revealed that the observed issues resulted from a poor management of a software anomaly.

Event description:
Reportedly, several remote reports were empty and the information on the associated files could only be read when loaded on a programmer. Preliminary analysis revealed that the observed issues resulted from a poor management of a software anomaly.